Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was over 400mg/dl plus at the time of the incident and was over 200mg/dl plus during the call. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. Troubleshooting for high blood glucose was initiated. The customer stated they had no symptoms. The customer also stated that they have reverted to their back-up plan. The high blood glucose level began three weeks prior to the call. The customer declined to continue troubleshooting and stated a request for a replacement insulin pump per their healthcare professional. The insulin pump will be returned for analysis.